Manufacturer narrative:
(B)(4).

Event description:
Customer states during a laparoscopic colectomy surgeon pushed green button and confirmed status indicator was flashing, then pushed blue button, but the device was not fired. The event occurred in use for patient. The procedure was completed with another device. The surgical time was not extended. The status of the patient: no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation evaluation summary: post market vigilance (pmv) led an evaluation of one the reloads opened by the account. Visual examination of the staple cartridge noted that the reload was pre-fired and engaged in interlock. The jaws of the reload were open. There were staples protruding from proximal staple cartridge channel. The reload was loaded into a post market vigilance instrument for functional testing. The interlock was overridden and the reload was applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Based on the product analysis, the failure was confirmed to be attributed to the reported event. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.